Event description:
On 04/06/2017, quest became aware of the follow product problem: a pregnant woman residing in (B)(6) without known travel outside of (B)(6), without symptoms, had zika virus rna pcr serum testing performed using the focus diagnostic eua approved product. Testing was performed at (B)(6) laboratory reference. Serum was collected on (B)(6) 2017, received by the laboratory 03/30/2017 and "detected" zika rna by pcr reported on 04/02/2017. On 04/06/2017, the (B)(6) contacted the reference laboratory regarding discrepant results using the cdc trioplex uca approved pcr assay, and that additional testing was pending. On 04/17/2017, we were informed that additional testing performed was negative for zika virus infection. The woman and her fetus have had no known adverse events related to this possible false positive zika pcr results.